Manufacturer narrative:
Philips received a complaint on the intellivue x3 indicating that there was a loudspeaker fault with no sound from the device. The device was in use on patient at time of event, there was no adverse event reported. The remote service engineer performed trouble shooting with biomedical technician and determined the fault was the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed the customer was provided a replacement speaker to resolve the issue.

Event description:
The customer reported there is a loudspeaker fault and no sound from the device. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.